Event description:
It was reported that the patient is experiencing soreness at the implantable pulse generator (ipg) site due to friction from their weight loss. The patient was administered with antibiotics.

Manufacturer narrative:
Exact date unknown, event occurred in approximately three months ago from date manufacturer was made aware.